Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up in clinic with the right atrial lead exhibiting episode of noise on stored electrograms. No interventions were reported. The patient was stable and would continued to be monitored.

Event description:
New information received noted that the patient was utilizing transcutaneous electrical nerve stimulation (tens) for treatment of lower back pain. This coincided with noise episodes on stored electrocardiograms. Patient was advised to discontinue the use of tens.